Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was received inoperable due to the reported system error 105 caused by failed motor. The motor assembly was replaced.

Event description:
It was reported that a pump has a system error 105. It was also reported there was no patient involvement.